Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the aged article, "the knee v21 2014 - the limited use of a tourniquet during total knee arthroplasty: a randomized controlled trial". This article is related to the master (B)(4). Based on the information provided, this article did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported eve. Clinical, impact, medical device problem and component code updated

Event description:
It was reported in the publication "the knee v21 2014 - the limited use of a tourniquet during total knee arthroplasty: a randomized controlled trial". That the study were 60 patients bearing s&n genesis ii system, that took place, that a patient suffered from a symptomatic deep vein thrombosis (dvt) in the calf, post -operative.